Event description:
This spontaneous report was received on (B)(6) 2012, from a (B)(6) female consumer reporting on self from the united states. The consumer did not have any known medical history. The concomitant medication included unspecified medication, once daily for birth control. On (B)(6) 2012, the consumer started using o.b procomfort regular, one tampon, thrice daily for menstruation (route: vaginal, lot number 2921m4130, expiration date unspecified). After four days, she noticed that the top cellophane cover of the tampon came out with old blood. She stated that it might have been left inside her body at some point between (B)(6) 2012, while using the tampon during her last period. She stated that the cellophane wrapper was tight and did not come off easily. She had been using the o.b. Brand tampons for years and never had any issue. The device was not used further. She consulted health care professional who advised to watch for any discharge or pain. Consumer did not have symptoms at the time of report. The report had non serious event. The company causality was assessed as possible. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(6) 2012. One carton of o.b procomfort regular lot number 2921m4130 and 22 sealed o.b procomfort regular was returned on (B)(6) 2012. A visual inspection of the returned sample confirmed that no nonconformance or manufacturing defect were present. The wrapper was intact upon reception of the sample and could be easily removed from all tampons. A manufacturing and packaging batch record review were performed with acceptable results. A visual inspection of the retain sample confirmed that no nonconformance or manufacturing defects were present. Review of the manufacturing process, design, package and product changes for the lot found no issues. Review of the complaint data found no adverse trends and no trend involving this lot number. Based on the investigation results, the complaint could not be confirmed. Complaint trends will continue to be monitored. This report remains non-serious. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2012, from a (B)(6) female consumer reporting on self from the united states. The consumer did not have any known medical history. The concomitant medication included unspecified medication, once daily for birth control. On (B)(6) 2012, the consumer started using o.b procomfort regular, one tampon, thrice daily for menstruation (route: vaginal, lot number 2921m4130, expiration date unspecified). After four days, she noticed that the top cellophane cover of the tampon came out with old blood. She stated that it might have been left inside her body at some point between (B)(6) 2012, while using the tampon during her last period. She stated that the cellophane wrapper was tight and did not come off easily. She had been using the o.b. Brand tampons for years and never had any issue. The device was not used further. She consulted health care professional who advised to watch for any discharge or pain. Consumer did not have symptoms at the time of report. The report had non serious event. The company causality was assessed as possible. This report was considered a reportable malfunction case in the united states.